Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that three days after a tonsillectomy where this device was used, the patient was readmitted to a hospital for post-operative bleeding. The bleeding was from both tonsillar fossae, but primarily the left side. 10cc of bleeding occurred and the bleed was cauterized. The original procedure had been successful, and no product issues occurred during use. The patient is currently in good condition. The customer reports the issue is likely due to an inherent risk of the procedure instead of a device issue. Other devices of the same type have been used without this issue occurring from the same generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.